Manufacturer narrative:
Evaluation summary: no sample is expected to be returned for evaluation. The system history showed that the laser was successfully verified prior to, and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively. (B)(4)

Event description:
A surgeon reported that following lasik, the patient was undercorrected in the left eye, by more than one diopter. The patient reported blurry vision. In a follow up, the technician reported that an enhancement was performed to treat the event. The event resolved with the treatment, and the patient was happy with the visual outcome. No further information is expected.